Manufacturer narrative:
The remote support engineer (rse) performed troubleshooting and determined the external speaker was not connected after the kvm replacement. The rse advised the customer on how to connect to the external speaker and configured the audio settings in the control panel for the external speaker afterwards, which resolved the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that, after replacing the kvm, the piicix-ed surv has no audio. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.